Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2316700 model: sc-2316-70 serial: (B)(6). Batch: 19238965/20629066/17008988/15848683.

Event description:
It was reported that patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device components will not be return per facility policy.

Manufacturer narrative:
Correction to the initial MDR in block (d4, h11): unique identifier (UDI). Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2316700. Model: sc-2316-70. Serial: (B)(6). Batch: 19238965/20629066/17008988/15848683. UDI: (B)(4). UDI: (B)(4). UDI: (B)(4). UDI: (B)(4).

Event description:
It was reported that patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device components will not be return per facility policy.